Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for neuropathy induced diabetic ketoacidosis (dka). The customer had pain in the arms and legs. Upon arriving to the hospital, the customer was told that he was in dka. The customer requested assistance with turning off the pump. No additional information was provided at the time of the report. Although multiple attempts were made to contact the customer for additional information, the customer did not reply to the requests.